Manufacturer narrative:
This report is submitted on may 31, 2022.

Event description:
Per the clinic, the patient experienced aa skin infection. The abutment was changed, and a skin revision was performed under a general anaesthetic. The implant remains in-situ.

Manufacturer narrative:
Correction: the correct date of this report (b4) and date received by manufacturer (g3) is may 12, 2022; not may 08, 2022 as previously reported. This report is submitted on july 05, 2022.